Event description:
Pt experienced increasing spasticity. Healthcare professional conducted dye test on catheter as pt had a history of catheter displacement problems due to her spastic condition. Catheter was in proper place. Pump residual volume was 10 cc and should have been 5 cc. Unable to conduct the rotor test, as pt was unable to tolerate that interval of time on the x-ray table. Device was explanted and replaced with a new pump. Pt is now experiencing expected relief of spasticity and had no long term effects.